Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus liberte 2.25x24mm drug eluting stent to the 90% stenosed lesion located in the severely tortuous, severely calcified left anterior descending (lad) artery, but the shaft broke in the middle of the procedure and had to be completed with another device, unk type and size. No patient injuries or complications occurred. Patient status is satisfactory. Additional information regarding this event has been requested. This product is only ous approved, but it is similar to a marketed us device.